Event description:
The user facility reported that the tip of the glidewire broke off. The event was regarding magnetic resonance imaging (MRI) information with the broken tip. The patient was stable and there was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 16jul2024: a glidewire gold wire used during the procedure.